Event description:
Customer complained was brushing her teeth with our 595 toothbrush when a 2-inch piece broke off and was lodged in her throat. Her boyfriend performed the heimlich maneuver on her where she proceeded to swallow the piece. She visited 2 days in the hospital being monitored and tracking the piece when she was finally able to pass it.